Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No motor error alarm noted. The insulin pump had a cracked case at the display window corner, and a broken belt clip slot.

Event description:
It was reported that the customer got a motor error alarm during a bolus delivery. The customer also received no delivery alarms. The caller stated that her blood glucose was 41 mg/dl, and the paramedics were called for assistance. The paramedics got her blood glucose up to 189 mg/dl, and told her to eat something. Inspected the drive support cap, and no damage was found. Troubleshooting was performed, and the insulin pump passed the displacement test. The customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.